Manufacturer narrative:
The pump was received with minor scratches on the lcd window, a scratched reservoir tube window, a cracked belt clip slot, a cracked case at the display window corner and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose was unknown mg/dl. The customer is reporting that there is scratches on the screen display. The stated that the device is functioning but it is difficult to see the screen properly. Customer was advised that the device would be replaced.